Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple prolonged low blood glucose readings, with a nadir of 21 mg/dl confirmed by glucometer, despite treating with oral glucose and reporting that they were not overtreating; the user performed a factory reset of the pump prior to contacting support, and the device-related issue remained unclear. Symptoms included hypoglycemia with reported muscle weakness; loss of consciousness was referenced in the code set but not confirmed as occurring in this event. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.